Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient required pacemaker support. The patient's implantable cardiac monitor was electively explanted and the patient was provided a pacemaker system. The patient was stable throughout the procedure. Later, the patient developed an infection and the patient's system was explanted. The source of the infection was unknown. No further information was provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.